Event description:
Reporter alleged the needle from the multiclix lancet device protrudes outside the end of the cap. No actions or treatments were reported. No adverse event reported. A request was made for the return of the suspect device.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
The facility reported a flo-gard infusion pump with a false air in line alarm, which interrupted an infusion on a female patient. The pump was swapped out and the patient received their therapy at a later time. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flo-gard infusion pump with a false air in line alarm was not confirmed during product evaluation. Instead, baxter personnel identified a false downstream occlusion. The root cause of this condition was determined to be an out of calibration safety clamp gap. A shim was inserted to bring the gap back within specification to correct this condition. Should additional information be received, a follow-up medwatch will be submitted.